Manufacturer narrative:
The investigation of the reported issue has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a hematoma at the impella access site. The hematoma was treated with manual pressure and femstop was applied to the access site and hemostasis was achieved. The patient received one unit of packed red blood cells and heparin was not started as the patient had an above therapeutic anti-xa result of >2 units/ml. Survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.